Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's controller (pc) reflected a "replace generator soon" error message. A company representative met with the patient for troubleshooting and could not confirm the issue. The patient also still had stimulation. Regardless, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Follow-up information revealed prior to explant, the wireless software update was performed clearing the elective replacement indicator (eri) message. The device was providing therapy.